Event description:
The manufacturer received information alleging the ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.